Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4)) displaying user advisory (ua) 17 (motor on for too long during active operation) error message was not reproduced during functional testing; however was confirmed through the archive data review. The platform performed as intended. No device malfunction. The root cause was due the platform was operated on a large and stiff patient. Visual inspection of the platform observed the drive shaft was exhibiting binding and resistance. This observation was not related to the reported event. During archive data review, ua 02(compression tracking error) error message and ua 17(motor on for too long during active operation) error message were observed. Ua 02 is not related to the reported event. After deburring of clutch, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The load cell characterization test indicated both cell modules are functioning within the specification. The platform passed all functional tests and is ready for clinical use. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive are easily clearable by user. For ua 2 alerts the operator that as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. Ua 17 is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform, the issue is likely attributed to the stiffness of the patient's chest, a twisted lifeband, and/or the length of time the platform was used performing continuous compression. During a ua 17 error message, the platform is trying to achieve the 20% compression but did not have enough power to achieve this compression rate within 0.38 seconds.

Event description:
The autopulse platform (sn (B)(4)) was used on a male patient (approximately (B)(6) lbs) in cardiac arrest. The platform displayed user advisory (ua) 17 (max motor on time exceeded) on the user control panel. Following this the crew, immediately performed manual CPR. No consequences or impact to patient.